Manufacturer narrative:
Date sent: 09/29/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, there was a loss of pneumoperitoneum that occurred due to a damaged duckbill seal. It was not reported how the procedure was completed. There were no adverse consequences for the patient.